Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Company rep. Reported: patient had a reduction of range of motion due to a semi-creamy mass (ivory color). The patient has been operated on (B)(6) 2011. At 5 years control he arrived with limited range of motion due to a presence of swollen articulation and paresthesis of femoral nerve. He had a MRI, CT, eco which revealed presence of organized mass from the articulation to surrounding tissues. During surgery it was found high level of fibrosys and presence of yellowish-greyish material. There was clear sign of erosion at the internal surface of the head. It was substituted the head and the insert leaving stream (abgii) in the patient.

Manufacturer narrative:
The product was returned. An event regarding alleged "patient factors leading to corrosion" involving a metal head was reported. The event was confirmed. Method & results: device evaluation and results: material analysis has been performed and indicated "burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes of uhmwpe. Discoloration was observed on the taper. Eds showed the discoloration was consistent with a corrosion process, biological material and material transfer from a hip stem. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: the medical records were reviewed by the consulting clinician and indicated "no clinical or past medical history, no operative reports, and no serial x-rays, MRI or CT images or reports are available for review. Based upon the information available for review, there is no evidence factors of faulty component design, manufacturing or materials were responsible for this clinical situation." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the root cause of the reported event could not be confirmed as additional information such as clinical or past medical history, operative reports, serial x-rays, MRI or CT images or reports are needed to complete the medical assessment. A review of the material analysis also stated "...eds showed the discoloration was consistent with a corrosion process, biological material and material transfer from a hip stem. No material or manufacturing defects were observed on the surfaces examined." No further investigation is required at this time. If further information becomes available this investigation will be re-opened.

Event description:
Company rep. Reported: patient had a reduction of range of motion due to a semi-creamy mass (ivory color). The patient has been operated on (B)(6) 2011. At 5 years control he arrived with limited range of motion due to a presence of swollen articulation and paresthesia of femoral nerve. He had a MRI, CT, eco which revealed presence of organized mass from the articulation to surrounding tissues. During surgery it was found high level of fibrosis and presence of yellowish-greyish material. There was clear sign of erosion at the internal surface of the head. It was substituted the head and the insert leaving stream (abgii) in the patient.